Event description:
Specimen retrieval problem - second time with second needle biopsy went well at first as well, but force had to be used to retrieve specimen - nurse was holding specimen pot and needle went through this and caused nurse to have a needle stick injury, incident form raised in hosp.

Manufacturer narrative:
No sample has been received for evaluation, therefore we were unable to confirm the issue reported. However, several corrective actions have been initiated in regards to design enhancements in an effort to improve the products performance and reliability. In doing so, the achieve product line now includes three significantly redesigned components all of which are of critical importance to the functionality of the device. Devices manufactured with these modified components have been thoroughly tested to verify not only that they have successfully eliminated the failure modes of interest, but also to assure that these modifications have not negatively impacted other areas of device performance. A review of the device history record for the lot reported showed there were issues identified during this review that would have contributed to this reported issue.